Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd pegasus¿ safety closed IV catheter system pulled out of the hub. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a sample and photos were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. This device was manufactured on the semi-auto line, during the cannula crimp process the cannula & the paddle hub are joined to prevent separation during use. After this point there is a 100% manual inspection of all completed units, mitigating the likelihood of this failure mode being shipped out to the customer. Investigation conclusion: the most likely root cause is the occurrence of an abnormality at the cannula end crimp station and the subsequent and the operators missing it during the inspection process, as the operators are responsible for identifying and removing any non-conforming material. The inspection process was the subject of an improvement project conducted in october, 2017 which culminated in the addition of an inspection station to help reduce the likelihood of failure occurrence.